Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an 8.5 cm diameter abdominal aortic aneurysm. The diameter of the aorta at the renal arteries was 22 mm, with a length of 45 mm and an angulation of 80 degrees. Vessel tortuosity was reported to be extreme and calcification was mild. Additionally, there was a large aneurysm (> 5 cm) in the right common iliac artery with a hypogastric artery 8 mm in diameter. There was an aneurysm in the left common iliac artery (>3 cm) tapering in the distal 2 cm to a diameter of 21-25 mm. The left hypogastric was 12 mm in diameter, ballooning to 27 mm in diameter. It was reported that the physician began the procedure. The aneurysm in the right common iliac artery was to be treated with embolization and coverage of the hypogastric artery. There was concern about possible buttock claudication, erectile dysfunction and colon ischemia if both hypogastric arteries were embolized. It was not possible to preserve the right hypogastric artery, but there was felt to be a chance for an adequate seal with the left hypogastric, proximal to the hypogastric. The right hypogastric was embolized, and another manufacturer's bifurcate was landed distal to the right renal artery and superior mesenteric artery, (coming off at the same level). The bifu rcate was extended with another manufacturer's devices 16x12x14 and 12x12x12 into the right external iliac artery. The gate was cannulated, and a 16x16x16 endurant limb was placed as a bridge. A 16x28x199 endurant flared limb was landed and appeared to reach the hypogastric artery. An endurant 16x28x124 was used to extend to the hypogastric artery, and a type ib endoleak was seen. There appeared to be a 1.5-2 cm landing zone at the hypogastric, so a 16x28x156 endurant was implanted. The device was deployed perfectly, but the device was unable to maintain a seal in the ectatic lower common iliac artery. No additional clinical sequelae were reported and the patient was fine. Further intervention was carried out one week post index, as the patient had been reporting some minor symptoms ("could be just gas pains but with his large aneurysm they wanted to treat the leak soon than later"). The left hypogastric artery was coiled, and an endurant 16x13x199 limb was implanted and extended into the left common iliac, resolving the type ib endoleak. No additional clinical sequelae were reported and the patient is fine. The patient was discharged, but was readmitted three days later for hiccups, not related to the procedure. A review of two returned still images showed that the iliac limbs were extended down to the level of the left internal iliac artery. A likely distal type I endoleak was observed, possibly due to a short iliac seal length.

Manufacturer narrative:
(B)(4). Off-label, unapproved or contraindicated use (neck angulation > 60 degrees).